Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise. Further additional information was received indicating that the cause of noise was not determined as the field representative was unable to reproduce the noise and that the noise was no longer noted since several months ago. This crt-d was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it indicated that the allegation of noise against this cardiac resynchronization therapy defibrillator (crt-d) was not confirmed. There were no noise noted on the electrograms and event markers. This crt-d passed the returned product tests. Hence, the crt-d met its specification.